Manufacturer narrative:
Manufacture date: october 2013, pt is (B)(6) years old. Additional information received: while processing this case, we have received the following additional information from the (B)(4): affected blood vessel a. Poplitea; strongly calcified. It should be mentioned that the affected instrument could be completely inflated and deflated according to information from the clinic. It was functional at the time of application. The returned distal part of the instrument underwent a detailed technical analysis, and the associated production documents were reviewed to find out whether a deviation in the production process might have been the cause. The technical analysis of the returned product showed that the balloon was transversely fractured about 10 mm proximal to the tip. The proximal part was not returned. The inner tube is separated distally and proximally of the balloon markers, elongated in the fracture regions. Angiographic images and a catheter lab report could not be provided to us on request. The check of the production documentation did not show any deviations in the production process. The product was manufactured according to specifications and met all requirements of the in-process and final tests. Base don our examinations, we can assure that the product was shipped without defect and that there is no material defect or manufacturing error.

Manufacturer narrative:
Manufacture date: october 2013, pt is (B)(6).

Event description:
Ous MDR - a lesion in the proximal part of a very tortuous, calcified artery that was not specified by the hospital (0.2 mm, degree of stenosis 90%) was treated. The instrument could be inserted normally and inflated to up to 10 bar. During the retraction, after completed deflation, the balloon fractured. A distal balloon part remained in the lesion and was retrieved with a loop. No injury to the patient was reported.